Event description:
It is reported that the articular surface would not seat on the tibial plate.

Manufacturer narrative:
The device history records were reviewed and there were no deviations or anomalies observed that would pertain to the stated event. Dimensions measured found the part to be conforming to print specifications. Visual examination identified that the dovetail feature was flared out on one side and compressed on other and the rail was damaged on the posterior aspect, indicating that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It is likely that the problems encountered are related to surgical technique. No other complaints of this nature have been received for this product/lot combination and no other complaints of this nature have been received from this surgeon.

Manufacturer narrative:
This report will be amended when our investigation is complete.